Event description:
Healthcare professional reported left-side rupture and pain. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear). Opening (shell thickness was within specification) . Pain: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side rupture and pain. Device has been explanted and replaced.